Manufacturer narrative:
Tandem technical support attempted to follow-up with customer to confirm that the settings were received from the healthcare provider; however, the customer did not reply to the follow-up message. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and an insulin injection was administered to address the high bg level. The customer's healthcare provider recommended the customer to change the basal setting. The customer declined tandem technical support's offer to troubleshoot as the customer believed the high bg was related to the basal setting.

Event description:
The customer reported that the pump settings had been adjusted. The customer has been fine since the setting change. The customer had a moderate level of ketones at the time of the event.